Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-jul-19. It was reported that no further ac tions/interventions were planned to resolve the event. The cause of the safe state was unknown and the pump would not be explanted as a result of this event. It was unknown if the issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml of morphine at 1.998 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2019, it was reported that the patient's pump was alarming. A pentec nurse was called to interrogate the pump. It was confirmed that the pump was previously updated and interrogated with the physician programmer tablet on (B)(6) 2019. Interrogation showed error codes of 87 and 101. The logs showed that both safe state and reset had occurred. The pump reset occurred on (B)(6) 2019, at 16:48 at which time the pump defaulted to minimum rate. The hcp was instructed to program the pump out of the reset and change the programming from the defaulted minimum rate back to simple continuous infusion. A motor stall recovery was noted on (B)(6) 2019, at 18:31. After updating and re-interrogating the pump to confirm that no alert messages popped up on the tablet, the update was considered successful at bring the pump out of the reset. The pump was still audibly alarming with a critical alarm every 10 mins. The pump showed no alerts on the table when the hcp interrogated the pump. No other pumps were present in the room. The alarm was cleared and they no longer heard it every 10 mins when the hcp programmed the pump back to minimum rate and then updated it and programmed it back to simple continuous. Troubleshooting resolved the reported event. The hcp noted that the patient was symptomatic with underdose symptoms. It was also noted that the patient was at home on their couch when the reset occurred. No strange environmental exposures were noted. No further complications were reported.